Event description:
Additional information was received from the manufacturer representative (rep). The rep was is in office with patient and reiterated issue of stim going off/on constantly. Caller stated even when patient stays in the same position, they feel stim surge/flicker/drop off and during these instances patient has check programmer and it shows the ins is on. Caller stated they thought issue was resolve when colleague reprogrammed patient recently but then about a day later the issue started again. Suggested palpating the system with stim on, checking impedances while issue is occurring and imaging of the system. Reviewed issue may be related to patient's body/anatomy and system may be working fine and if that's the case, if hcp wanted to replace components, the issue may not be resolved just with replacement. Suggested if surgical intervention is taken to check lead/extension and lead only impedances with a wens as an additional troubleshooting step. Caller stated impedances were fine and patient had a CT recently but didn't have results.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Caller (mdt rep) is currently with patient at doctors office and patient reported the past 2 days of experiencing intense stimulation sensation which would fade and then re-appear. Per patient the sensation is not positional and during one event he was using a heating pad. Caller measured impedances and electrodes 4, 9 and 14 were around 2900 ohms (elevated) everything else was in range. Electrode 4 was not part of patient's programming, but rep did remove electrode 9 and 14 from patient programming - and patient reported the stimulation felt good. Reviewed possible fraction of lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt stated that his ins goes on and off since yesterday. Pt stated his stimulation will suddenly go up to 400%. Pt clarified his stimulation amplitude will increase by itself and then go back down.